Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument's jaws were loose, it looked like they were about to fall off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have one bent grip, resulting in misalignment. No cracks were observed on the grips. The probable root cause is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.